Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 11.9 and 16.2mmol/l. Tests were done within 20 mins. Pt did not experience any adverse events. No further info has been reported.